Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
A patient with an inflatable penile prosthesis device reported discomfort and pain in the scrotum and had difficulties during the cycling activation appointment, being unable to easily inflate or deflate the device. Attempts to manipulate the pump were unsuccessful, and the patient was advised to practice at home. The physician observed that the pump retracted and migrated high and deep in the scrotum, making the deflation button hard to find and lacking tactile feedback, complicating training. No medical or surgical interventions have been made yet, but the physician believes a pump repositioning may be necessary and suspects the pump caused the pain and discomfort. It was also confirmed by the physician that there was no external pressure or trauma to the pelvic region or abdomen prior to the appointment. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting number. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation of difficulty to deflate/ inflate and migration cannot be confirmed. Discomfort, pain and patient-device incompatibility are acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of discomfort and pain are a known risk associated with this device type and indicated as such in the instructions for use. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
A patient with an inflatable penile prosthesis (ipp) device reported discomfort and pain in the scrotum and had difficulties during the cycling activation appointment, being unable to easily inflate or deflate the device. Attempts to manipulate the pump were unsuccessful, and the patient was advised to practice at home. The physician observed that the pump retracted and migrated high and deep in the scrotum, making the deflation button hard to find and lacking tactile feedback, complicating training. No medical or surgical interventions have been made yet, but the physician believes a pump repositioning may be necessary and suspects the pump caused the pain and discomfort. It was also confirmed by the physician that there was no external pressure or trauma to the pelvic region or abdomen prior to the appointment. There were no further patient complications.